Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of product "moved to nasolabial folds with an ugly result" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. See scanned page.

Event description:
Healthcare professional reported after injecting the patient in the midface with two syringes of unspecified juvederm voluma, the product "moved to nasolabial folds" and it's been an "ugly result". The product was "excised" from the patient.